Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08877. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman® access system (was) was positioned in the patient and a 24 mm watchman ® laa closure device & delivery system was advanced. During deployment, the physician advanced the closure device forward from the intended mark while the feet were opened. An echocardiogram sweep was requested. No pericardial effusion was noted. Approximately 10 minutes later, the echo physician noted a trivial effusion of 4-5 mm. They monitored for another 25-30 minutes and reported no effusion growth. The patient was stable, there were no changes in EKG or blood pressure and the effusion remained the same, therefore no intervention was deemed necessary. The patient was transferred to recovery in stable condition. No further patient complications were reported.